Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump containing dilaudid with an unknown concentration and dose. Indication for use was unknown. It was reported the patient stated his pump was beeping and getting an 8286 error code (empty reservoir). The patient stated it had been going on for 2 weeks. The patient was not due for a refill. The patient stated he saw the health care provider (hcp) yesterday ((B)(6) 2017). The patient stated they were supposed to take the pump out (B)(6) 2017, but the patient was off his coumadin the prior week for a colonoscopy, but they didn't want to do surgery with him coming back on it. The patient stated they postponed the surgery to remove the pump in (B)(6) 2017. The patient stated when he was at the hcps office, he told them about the beeping and the code, and they didn't know what it was. The patient was going to follow-up with the hcp. No patient symptoms/complications related to the 8286 error code were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the patient¿s pump was empty and would be removed within the next 2-3 weeks. The hcp stated the patient would be possibly receiving spinal cord stimulation in the future. The pump contained dilaudid [1 mg/ml] at a dose of 0.4971 mg/day. The hcp was assisted in silencing the audible pump alarm. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a manufacture representative on 2017-oct-12. It was reported that the pump continued to alarm due to being empty, and would be removed in 2 weeks (relative to the date of report). The representative was walked through the steps to program the pump to off state.